Event description:
Tvt device was used in 2007 to repair my bladder prolapse. I have been in and out of hospitals with unexplained infections within different areas of my stomach. I have had several surgeries and now I have a severe case of interstitial cystitis and I can't get my surgeon to remove the thing. He states that I have to wait until things get worse. It couldn't get any worse than my bladder sitting in my vagina and I have vaginal prolapse too. I want this foreign object out of my body. I feel I have some say so in my body. I would rather it be taken out than to wait until it grows too much into the flesh or organs within my stomach.